Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2010 that revealed a malfunction for the 4195 lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed and no anomalies were found. Distal conductor had blood/body fluid (not obstructed); blood/body fluid on outer tubing overlay and blood in/on the helix/lobe mechanism. Apparent explant damage. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
Infection was reported. Additional information was received indicating that during attempt to remove the lead, the lobes did not completely release which made the extraction difficult. It was ultimately removed but in pulling the lead back it wedged firmly in the subclavian vein. It was also reported that during this procedure, there was difficulty advancing a guidewire and temporary wire through the femoral vein. The wire would not go into the ventricle and thus the attempt was abandoned. No further patient complications were reported as a result of this event.